Manufacturer narrative:
The cause of the falsely low 3gtsh result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00015 was filed on (B)(4) 2013. Siemens has investigated the incidence of falsely low 3gtsh results and discovered that there is a rare instance of undetectable variant tsh that occurs in a small quantity of patients. An urgent field safety notice, ufsn 10814910, and important product safety information 10814911: "undetectable thyroid-stimulating hormone (tsh) results due to tsh variant", which is applicable to advia centaur, dimension, dimension vista, and immulite systems, was sent to customers in may 2013. The cause of the falsely low 3gtsh result is undetectable variant tsh.

Event description:
A discordant, falsely low third generation tsh (3gtsh) result was obtained on a patient sample on the immulite 2000 instrument using kit lot 563. The discordant result was reported to the physician(s), who treated the patient based on the result. The patient was treated with methimazole due to the falsely low 3gtsh result. There are no reports of adverse health consequences due to the discordant, falsely low 3gtsh result.